Manufacturer narrative:
Initial reporter number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during before surgery, it was observed that the power module device did not work. According to the report, the red triangle was marked and the key symbol was turned on. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.